Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error appeared on the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error appeared on the screen. The biomedical engineer (bme) confirmed the 110b error code in the event log and verified that the data acquisition (da) printed circuit board assembly (pcba) pin alignment was good. The remote service engineer (rse) advised the customer that solenoid valves 3 and 4 valves on the gas delivery system (gds) can be replaced, and if the problem persists, the customer can replace the da pcba and da pcba to motor controller (mc) pcba cable. The rse provided the customer with the part numbers of the replacement solenoid valve, da pcba, and da pcba to mc pcba cable for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.